Event description:
It has been reported to philips that the rotational movements of the c-arm were moving even when the break was not released. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the breaks to return the device to good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) connected remotely with the customer and noticed that the base rotation brake on the ceiling not being held in place, causing the vehicle to spin idly. However, the brakes are engaged during the testing, and there are no abnormalities in the current operation. During the follow-up visit, the philips field service engineer (fse) confirmed the reported problem. On-site troubleshooting found that the z-direction rotation direction magnetic brakes (4 pieces) became weakened over time and were no longer effective. Nevertheless, neither the part analysis nor the log file analysis support the failure or error of the magnetic brakes. Regardless of the outcome, the fse replaced the magnetic brakes (4 pieces), after which system was returned to use in good working order. To date, no further reoccurrence of this issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was confirmed that this issue was identified outside of use on a patient. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.